Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 38 was confirmed during device evaluation. The cause was identified as damaged tube misloading sensors. The tube misloading sensors were replaced to correct the reported condition. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Upon completion of baxter's investigation, a follow-up will be submitted.